Manufacturer narrative:
Investigation results: the visual inspection revealed that the folded seal remained inside the loader. It was also observed that delivery device was not attached to the loader and the plunger had not been depressed. Based on the customer's complaint and the visual analysis, this reported failure was confirmed. (B) (4).

Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals did not load property. The seals stuck in the loader device when the delivery tubes were pulled. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. This report is for the second device.